Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-95mg/dl fasting. Verified test strips expire 07/28/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: 1:93mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 2:85mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 3:85mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 4:89mg/dl (B)(6) 2015 08:00:00 am fasting:yes; 5:83mg/dl (B)(6) 2015 08:00:00 am fasting:yes. Memory concerns:customer was not concerned about any of the results viewed in the memory. He was only concerned about the 152,149 he did previously. Customer believed his results are inconsistent because he performed two blood test this morning fasting last week and his results were 152, 149mg/dl.(customer was not specific about a date and time these test were done). Customer did not provide the strip lot # he used when performing these test. He opened a new vial of strips and ran a blood test with me and results were 93mg/dl which he was more comfortable with being results were within his expected range of 80-95mg/dl. Customer is not comfortable with meter results and preferred meter being replaced.